Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had water leakage. There were no reports of patient harm. During evaluation, foreign material was found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It is likely that the foreign matter remained because the reprocessing deviated from the instruction manual. It was confirmed that there was no deformation of the air/water nozzle. It was confirmed that reprocessing was not implemented according to instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of entire endoscope] 9. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [when using the air/water button] (a) inspection of water supply 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. It was observed there was a leakage due to a pinhole in the bending section cover. In addition to foreign material found in the nozzle, the evaluation findings are as follows: due to wear of the angle wire, bending angle in the "up" direction does not meet standard value, due to wear of the angle wire, the play of the "up/down" knob was out of standard value, the bending section cover had a scratch, the adhesive on the bending section cover had a chip and crack, the scope connector cover had a scratch, the suction connector had a scratch, the protector of the universal cord on the suction connector side had a scratch, the universal cord had a scratch, the image guide protector had a scratch, the grip had a scratch, the scope cover had a scratch, the switch box had a scratch, switch (3) had a scratch, switch (1) had a scratch, the forceps elevator lever had a scratch, the forceps elevator knob had a scratch, the "up/down" knob had a scratch, the "right/left" knob had a scratch, the control unit had discoloration. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. There was a delay/time lag between the end of clinical use and the start of pre-cleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer did not immerse the endoscope in the detergent solution. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.